Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no adverse trends identified for this complaint issue. A retained kit of architect havab-igg reagent, list number 6c29-25, lot number 22561li00 was calibrated and all calibrations met instrument specifications. All control values met control specifications and were in the typical range. The reagent specificity was evaluated. Additional replicates of negative control were tested. All negative control values met specifications and the results were in the typical range and no (B)(4) results were obtained. The complaint records for the affected lot number were reviewed and did not identify any issues related to this complaint. Based on the evaluation, it was determined that the architect havab igg reagent, list number 6c29-25, lot number 22561li00 is performing acceptably and no malfunction was identified.

Event description:
The customer stated that one patient sample (serum) generated a false positive result of 1.02 s/co for the architect havab-igg assay. The same patient sample generated a negative result when tested with the vidas method. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, arch havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report